Manufacturer narrative:
Unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to faulty back pressure sensor (gold). Motor passed motor test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 246 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.